Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during device power up in the sterile processing department (spd). There was no patient involvement. No additional information is available. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, 'thinks door is still open after closing. It won't go back to main menu after closing door and stays on load set menu' was reproduced. A review of the history log revealed multiple counts of system error 322 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.